Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with dark stools over the past 4 days. The patient was administered volume replacement and 2 units of blood. The patient is reported to be non-compliant with follow up care and medication. The international normalized ratio target for this patient was 1.8-2.5 on discharge. The admission and discharge hemoglobin and hematocrit values were not provided. The pump was functioning as expected with no alarms. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 10 months. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.